Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch lancing device casing was cracked or broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported taking no diabetes medications to manage his diabetes and he normally tests more than 4 times a day. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 4-5 hours after the alleged issue occurred she developed symptoms of ¿blurred vision and frequent urination.¿ the patient reported he self treated with 5 units of fast acting insulin. At the time of troubleshooting, the patient reported it was not the first time the meter had been used and there was no misuse. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported, due to the alleged issue, he was unable to test his blood glucose and therefore developed symptoms suggestive of hyperglycemia and received treatment above and beyond his normal diabetes management routine.